Manufacturer narrative:
Allergan is unable to further investigate information regarding event, product, or patient details. The events of granuloma or infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation, inflammation and infection: "3. Malfunctions and adverse events the following malfunctions and adverse events have been reported, potential adverse events are included but not limited. (2) adverse events nodule, beading, granuloma, allergic reaction/hypersensitivity, herpes, loss/lack of correction, migration of the product/displacement, necrosis (caused by embolization and compression of blood vessels etc.), numbness/paresthesia, pain, abscess, infection, angioedema, discoloration/coloration, haematoma/ecchymosis, itching, inflammatory reaction, redness/rash, swelling/oedema, others (autoimmune disease, dizziness, deeper wrinkle/scar, dry skin, dyspnea, flu-like symptoms, headache, malaise, myasthenia, nausea, scar, symptoms of autoimmune/connective tissue disorders, syncope, vasospasm, vision abnormalities, etc.)"

Event description:
Healthcare professional reported treating a patient that was injected with unspecified juvederm vista from another clinic. The patient developed "granuloma or infection" and the healthcare professional "felt symptoms were most severe" they had ever seen. Patient was treated with hyaluronidase, but the "product was still not completely dissolved." Symptoms are ongoing.